Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level after consuming too many glucose tablets. Customer delivered a pump bolus to address bg levels. Due to customer knowing the cause of their elevated bg level; troubleshooting with tandem technical support was declined.